Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set luer lock. Contact did not know how it became disconnected. Contact changed the cartridge and infusion set. Insulin delivery was resumed. Customer's blood glucose was 350 mg/dl. Correction bolus and manual insulin injection were used to address bg.